Event description:
Caller reported that the wake button on the pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.